Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found down and passed away on (B)(6) 2022. A review of the log files found intermittent low flow alarms. On (B)(6) 2022 at 07:24, there were low voltage hazard event while the patient was connected to the mobile power unit (mpu) due to a total loss of power to the mpu. The backup battery powered the device until 07:36 when the driveline was disconnected.related MFR report #: 2916596-2022-10488.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power while connected to the mobile power unit (mpu) was confirmed via evaluation of the primary controller¿s submitted log file, containing approximately 49 days of data (23feb2022 ¿ 14apr2022 per timestamp). Two no external power alarms were observed on 14apr2022 at 7:24 and 8:18 while the mpu was in use. The alarms appeared to have been caused by a lack of ac power, as the rsoc steadily decreased. These alarms resolved when power was restored to the system. The driveline was observed to have been disconnected at approximately 7:36:35 of the same day. The driveline was also briefly connected to the backup controller at some point; however, the exact time of the connection and its subsequent events could not be determined as the clock was not synchronized. Intermittently throughout this log file, there were also no external power events that were consistent with interruptions of ac power. The driveline was disconnected approximately 30 seconds after its initial connection. While the driveline was connected and external power was interrupted, the system was supported by the emergency backup battery and the pump was able to maintain a speed above the low speed limit. There were no other notable events observed within the log files. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event, but no responses were received. The root cause of the reported event was unable to conclusively determined via this analysis. The device history records of the mobile power unit were unable to be reviewed, as the serial number was not provided. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook section titled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.